Event description:
It was reported that the patient was being referred for a battery replacement due to battery depletion as the device could not be communicated with. The battery life calculation supported the report as there was an estimate of 0.2 years remaining until near end of service status. During generator replacement, it was found after placement of the new device that there was high impedance. The device was tested multiple times by taking the pin out and putting it back in, making sure there were clicks when tightening the screw but there was still high impedance. It was recommended a test resistor be used to verify there were no issues with the generator. It could not be confirmed whether the lead pin cavity was observed to make sure there were no obstructions and whether the pin was passed the second connector block. The surgeon did not comment if there was any damage to the lead and did not wish to perform any further troubleshooting. When generator diagnostics was performed with the test resistor, further troubleshooting had to be done for failure to interrogate and was found to be due to the surgical lights. At this point, the surgeon decided to replace the lead and requested a new lead be obtained to place it on the right side of the patient. By the time the or support specialist returned with the lead requested by the surgeon, the right side of the patient was already opened. The surgeon indicated to be frustrated with the surgery taking longer than expected as he had other cases. Follow-up was performed with the surgeon's office and the surgeon indicated that the full lead showing high impedance was left implant in the patient and no portion was removed, therefore it is not available for return. Product analysis (pa) was performed on the explanted generator. The reported low battery was confirmed in the pa lab, which is an expected event resulting from generator use. An open can measurement of the battery voltage confirmed that the battery was ¿depleted¿. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion. The reported failure to program due to end of service battery was duplicated in the pa lab and was determined to be the result of normal battery depletion. The device performed according to functional specifications. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator. No additional relevant information has been received to date.